Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an articular surface could not be inserted despite multiple attempts, and the keel would not slide in properly during implantation. The surgical technique was utilized. No pieces fell inside the patient. There was no surgical delay. No visible fractures were observed on the device. Attempts have been made and all available information has been provided.